Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was 140 mg/dl. The customer stated that the down arrow does not work properly on the pump. Customer was advised to revert to a backup plan per health care provider's instructions.